Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 01/03/2017.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced urinary frequency and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria, dysuria, and urgency.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh, bso, retroperitoneal exploration and cystoscopy; due to fibroid uterus, pelvic pain, premenstrual dysphoric disorder and sui.

Manufacturer narrative:
Additional information: patient codes: (B)(4) - vaginitis additional narrative: it was reported that following insertion the patient experienced vaginitis.